Event description:
On (B)(6) 2017, the reporter contacted lifescan USA, alleging inaccurate results compared with her feelings or normal results. This complaint is being reported because during troubleshooting the control solution results were outwith the expected control solution range. There was no indication that the product caused or contributed to an adverse event.